Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Summarized patient outcomes/complications of percutaneous patent foramen ovale (pfo) closure using 2 widely used double-disc occluders were reported in a research article "amplatzer or figulla flex ii occluder: a comparative study of outcomes after transcatheter patent foramen ovale closure" in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, active smoking, prior stroke, thrombophilia, atrial fibrillation, cryptogenic stroke, peripheral embolism, prophylactic, migraine with aura, platypnea orthodeoxia syndrome, decompression illness, right to left shunt. Some of the complications reported were air embolism, stroke, unexpected medical intervention, recurrent thromboembolic events, atrial fibrillation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "amplatzer or figulla flex ii occluder: a comparative study of outcomes after transcatheter patent foramen ovale closure", was reviewed. The article presented an observational, single center study to compare results of percutaneous patent foramen ovale (pfo) closure using 2 widely used double-disc occluders. Devices included in this study were amplatzer pfo occluder and occlutech figulla flex ii pfo occluder. The article concluded that pfo closure is safe and effective when performed with either the self-expanding abbott amplatzer orocclutech figulla flex ii pfo occluder. [The primary and corresponding author was mathias wolfrum, cardiology division, heart center lucerne, luzerner kantonsspital,spitalstrasse 16, 6000 luzern, switzerland, with corresponding e-mail: mathias.wolfrum@luks.ch]. The time frame of the study was from february 2017 to december 2022. A total of 193 patients were included in the study, of which 120 (61.5%) received an abbott device. The average age was 51.7 years and the gender majority was male. Comorbidities included hypertension, diabetes, dyslipidemia, active smoking, prior stroke, thrombophilia, atrial fibrillation, cryptogenic stroke, peripheral embolism, prophylactic, migraine with aura, platypnea orthodeoxia syndrome, decompression illness, right to left shunt.